Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a loss of therapeutic effect a few weeks after implant in either (B)(6) 2017 or (B)(6) 2018. When asked, the patient said she made adjustments herself and met a rep for reprogramming, but she still did not experience therapeutic benefit. The complete system was removed sometime in (B)(6) 2018 since she was having a separate lumbar spinal surgery. No further complications were reported.